Event description:
Health care professional(hcp) of home pt(hp) reported hp had peritonitis while using the homechoice cycler for automated peritoneal dialysis therapy. Hcp relates hp was hospitalized for peritonitis on 11/28/1999 and subsuquently had his catheter permanently removed. Hp is now on hemodialysis and has not yet been released from the hosp. Hcp states hp was diagnosed with multiple organisms, however, hcp can only identify one, e-coli. Hcp states the cause of the peritonitis is unclear, however, there is some suspicion that infection may have been contracted internally through bowels. Hcp states there was no suspicion of user error on the part of the hp. Hcp states she can provide no further details regarding event.